Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six shocks due to supra ventricular tachycardia (svt) from the implantable cardioverter de fibrillator (ICD). The ICD was withholding therapy for some time as sinus tachycardia. Eventually the atrial rhythm deteriorated and 1:1 pattern was lost and shocks occurred. It was noted that the patient ran out of heart medication could be the root cause. The ICD remains in use. No further patient complications have been reported as a result of this event.